Event description:
Device received from the USA without contact information. It was unknown whether or not the device was used in surgery. It was unknown whether or not there are any injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.